Manufacturer narrative:
Based on the investigation, high glucose alerts were asserted to the user, and the system was operating as intended and producing the desired outcome. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced a hyperglycemia event. The user did not seek medical attention.